Manufacturer narrative:
D10 concomitant product: 18865, 18865 6.5mm taperguard evac trachealx10, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, issues were identified with the endotracheal tube and endobronchial tube. Specific allegations included poor connector integrity with the endotracheal tube, which would necessitate alternative securing methods and occasional re-insertion. While the endobronchial tube was difficult to placed and reduced rigidity, which would require multiple bronchoscope attempts. These concerns were noted to impact patient safety and workflow. It was unknown if there was any patient involvement or complications as a result of the event.